Event description:
A patient underwent a left atrial fibrillation ablation & watchman implantation procedure with a varipulse and a qdot micro catheter and the patient experienced a stroke with numbness of the left side. The patient required extended hospitalization. A computed tomography magnetic resonance imaging (ctmri) confirmed the stroke with findings of subacute right parietal and right posterior insula infarct with petechial hemorrhage. Additional focus of subacute infarct in the left parietal. The report indicated that after the procedure was completed, the patient had numbness of the left side. It was unknown how the stroke was confirmed, and unable to provide any details on what medical intervention was provided to the patient. The last known patient status was stable. Additional information was later received indicated that the intervention provided was serial monitoring with imaging. The event was cerebrovascular accident (cva)/stroke with symptomatic ¿ left sided numbness and weakness. CT/mr imaging was done to diagnosis or rule out a stroke that showed subacute right parietal and right posterior insula infarct with petechial hemorrhage. Additional focus of subacute infarct in the left parietal. The patient¿s outcome from the adverse event was reported as improved, near baseline. The patient required extended hospitalization because of need for serial imaging prior to and when resuming anticoagulation. The first activated clotting time (act) during procedure was 333. The sheath and the catheters were exchanged 6 times. One transseptal puncture site was performed during the procedure. The number of performed ablations were 75 pfa and 74 rf. 35 pf ablations/lesions were performed within the pulmonary veins, and 40 ablations/lesions were performed outside the pulmonary veins. The patient does not have previous history of stroke. The correct catheter settings were selected on the generator. There were no issues with flow rate change at the start of ablation. No observations of intracardiac excessive microbubbles via ultrasound or excessive impedance errors noted during the case. The patient¿s rhythm during ablation was atrial fibrillation/atrial flutter. The type of electrophysiology procedure performed was new procedure for psaf. Pre-ablation thrombus check was performed with transesophageal echocardiogram (tee) and intracardiac echocardiography (ice) that showed no thrombus. The patient did not have any anatomical abnormalities. The irrigation rate used during this ablation was 4ml/min and 30ml/min was used during ablation.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).